Event description:
Additional information received reported that the patient was receiving effective therapy as of the date of this report. The pump was sent back to the manufacturer ¿yesterday¿ 2015 (B)(6).

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to shaft-be aring.

Event description:
It was reported that a pump had a motor stall and the patient started experiencing withdrawal symptoms ¿two days ago¿ (2015 (B)(6)). The patient experienced increased pain. The motor stall recovered after greater than 24 hours and a tube set message was present after the stall. The cause of the stall was unknown. The patient was scheduled for pump replacement 2015 (B)(6) and was also referred for a catheter revision. The patient outcome was unknown. The pump was used to infuse hydromorphone and bupivacaine. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Event description:
Additional information received reported that the patient experienced fully body pain. A dye study and a roller study were performed. The patient required hospitalization and the system was completely explanted and replaced. The patient was alive with no injury at the time of this report. The devices would be returned to the manufacturer.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).